Manufacturer narrative:
Complaint investigation is underway and will be attached to this report.

Event description:
During a tcar procedure, the 0.014'' guidewire caused a dissection when introduced to the vessel. An additional stent was used to cover the dissection. The procedure was completed successfully with no reported patient harm.

Event description:
During a tcar procedure, the 0.014'' guidewire caused a dissection when introduced to the vessel. An additional stent was used to cover the dissection. The procedure was completed successfully with no reported patient harm.

Manufacturer narrative:
Complaint investigation is underway and will be attached to this report.